Event description:
It was reported that during the implant attempt, the lead was positioned in the right atrium, but the lead dislodged when testing was performed. The lead was repositioned, but then the helix would not deploy. The lead was removed from the patient and still would not deploy after twenty rotations. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. There was blood noted in/on the helix mechanism.